Manufacturer narrative:
A ge field engineer (fe) was dispatched to the site and found that the opto-coupler flag in the pedal mechanism was misaligned, preventing the locks from engaging. The fe adjusted the flag and verified that the table locks were performing as expected.

Event description:
It was reported that the table locks did not actuate without foot pedal activation, causing the tabletop to unexpectedly free float. There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.